Event description:
It was reported that a patient underwent a laparoscopic assisted supracervical hysterectomy on (B)(6) 2013. During the procedure, the blade did not spin continuously. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate/advance during the evaluation. Molten cable gear material was found on the journal surface of right and left halves of the main housing. It is likely that the molten cable gear was likely the reason the device malfunctioned or stopped operating. Substances found between the drive tube and the sheaths could have also contributed as they affected rotation. It is also likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.